Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was intermittently not annunciating audible tones for alerts/alarms. Reportedly, there was no adverse impact to customer's blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy.